Manufacturer narrative:
Received one (1) new 12661-01 primary set , 1 clave y-site, secure lock for inspection. No damages or anomalies noted. The set was primed according to packaging directions. There were no issues priming. Each of the clamps were engaged and flow stopped. When the clamps were disengaged flow continued. The set functioned according to product design. The reported complaint could not be replicated or confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint device was returned on 9/21/2023.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a primary set, 1 clave y-site, secure lock, 100 inch where it was reported malfunction/unstable drop continue regulator. The event was noted during use in patient. Product failure was at the clamp. No medical intervention and no blood loss. There was patient involvement, no patient harm and no delay in critical therapy. This is the first of five occurrences.